Event description:
It was reported that the patient had been to the hospital emergency room with high blood glucose levels. The patient was at school wearing a pod between 4 and 24 hours when they experienced a rise in their blood glucose levels. The school nurse administered a manual insulin injection after the patient had a meal. The patient was taken to the hospital by ambulance. Upon arrival at the hospital upon removal of the patients pod the cannula was fond to be dislodged from the pod infusion site. A new pod was applied. The patient was treated with intravenous fluids. The patient was in the hospital emergency room for 3.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Smartphone: cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined.